Event description:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event. At 05/15/2009, there has been no response from surgeon after repeated attempts to contact for additional information and return of the product for evaluation.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient has expired after implant duration of at least 1 month, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.